Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pink slide did not move forward. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The download data shows the device ran for 46 pulses and was deactivated by the user at the end of the first priming sequence. Since the user deactivated the device before the start of the second priming sequence, the needle mechanism never deployed. The needle mechanism deployed successfully upon manual rotation of the ratchet gear. No damages or defects were observed that would result in the soft cannula failing to deploy by the end of the second priming sequence.